Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device. User error - adverse event related to patient condition.

Event description:
On (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) rising to 300 mg/dl after receiving a cortisone injection. The bg remained elevated for more than 90 minutes before trending down with ilet dosing. No hospitalization or long-term health effects were reported.